Event description:
A customer contacted baxter's (B)(4) and reported a slow flow supply line alarm on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) to push in and turn the spike in the supply bag all the way and then press go. Therapy has resumed as normal. The spike was not fully inserted. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report this event to her, however, the patient has been seen since this event and has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error. There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This report of a slow flow supply alarm cannot be confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Per the complaint information, the cause of the alarm was improper setup of the supply bag. Labeling review finds the labeling adequate for the use error(s) identified in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.